Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances wasn't determined. Currently there were no interventions planned since the patient was doing well after the device was reprogrammed. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient had an oor (out of regulation) message on their patient programmer (pp). The rep spoke with the hcp regarding the message and their plan was to interrogate the system once the patient was transferred to their care. According to the nurse, the family did not believe the dbs system was helping the patient's motor symptoms at this point. The hcp was aware of the information. The nurse was instructed how to clear the oor message and the issue was resolved at the time of the report. Impedances were checked later and contact 1 was above 40000 when impedances were checked. The neurologist was informed and reprogrammed the patient. Their therapy was restored and the patient was doing well. It was noted that the oor message was possibly due to the open circuit. No further complications were reported or anticipated with this event.